Event description:
A surgeon reported a pt whose intraocular lens (iol) has an abrasion on its anterior surface. The lens was implanted by a different surgeon. He stated that the pt's current bcva is 20/25, no glare. The surgeon reported the pt has a mental association with the lens by reporting of neurological pain on the left side of her face. He also stated that the pt has neuralgia. In a f/u, the surgeon reported that the event continues and the pt is experiencing blurred vision.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 09/02/2010, 09/08/2010, and 09/17/2010 by phone, fax, and mail. A completed questionnaire was rec'd on (B)(4). (B)(4).